Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, malfunction, including fracture that causes injury and damage to the patient. The following additional information received per the medical records indicate that, the patient was diagnosed with chronic pulmonary embolism and the patient was prepped for fluoroscopically guided placement of a trapease filter in the inferior vena cava (ivc) procedure. Ultrasound localization was performed of right common femoral vein. The patient was brought to the operating room under general anesthesia. The right vein area was prepped and draped in usual sterile fashion. Under ultrasound guidance, a puncture was made into the right femoral vein with a needle and a wire was advanced. The needle was removed, and a pigtail catheter was placed over-the-wire into the inferior vena cava. An inferior vena cavogram was performed. The pigtail catheter was removed over the wire and the delivery system was placed into the inferior vena cava over-the-wire. The wire was removed. The trapease filter was then placed at the level of ll-2. The delivery system was then removed. Hemostasis was achieved with manual compression. The inferior vena cava is relatively small in diameter. Computerized tomography (CT) was reviewed to make sure that this does not represent a caval abnormally such as duplicated ivc. CT shows single ivc in normal location. No clots were noted in the ivc. Successful placement of a trapease filter in the inferior vena cava at the level of ll-2 below the renal veins. According to the information received in the patient profile from (ppf), the patient experienced anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because the filter has tilted within the vena cava and perforated outside the vessel.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient presented with chronic pulmonary embolism. The filter was implanted via the right common femoral vein and placed in an infrarenal position. During the procedure, it was noted that the patient¿s inferior vena cava (ivc). The patient¿s earlier computerized tomography (CT) scan was reviewed and confirmed that the patient had a single ivc without abnormality with without clot. At some point after the filter implantation, the patient became aware that the filter had tilted, fractured within the ivcand was associated with perforation of the ivc. The patient further reported having experienced anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.